Event description:
It was reported that pump experienced malfunction alarm with non-resettable code and customer had no backup insulin therapy available. There was no adverse impact to the customer's blood glucose level. Customer was advised to contact healthcare provider for backup therapy, was informed that replacement pump would have different software version and would require reprogramming of pump settings and reconnecting of cgm, and was instructed on storage mode and return process for malfunctioning pump, while tandem technical support arranged shipment of replacement pump under warranty.